Event description:
The customer reported elevated troponin I (accutni) prostate-specific antigen (psa), thyroid-stimulating hormone (tsh), myoglobin, and vitamin b12 results, within the risk stratification and above the normal reference range, for multiple patients' samples, involving unicel dxi 800 access immunoassay system. This report refers to patient number three. The elevated results were released out of the laboratory and questioned by the physician. Subsequent testing produced results within the reference range and amended reports were released. There has been no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) was dispatched to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2009. The fse discovered the peristaltic pump had stopped rotating causing the wash area to become flooded. The fse replaced the substrate valve, the wash wheel motor, the peri-pump tubing, and the peristaltic pump assembly. The fse adjusted the high voltage setting. The fse performed the substrate portion of system check and it failed with a high mean value - the led (light-emitting diode) assembly was replaced. The fse performed and completed high sensitivity system check and substrate drawback calibration within specifications. The unit conformed to the manufacturer's published performance specifications. This reportable event was identified during a retrospective review of product complaints conducted from january 01, 2008 through october 23, 2010 for additional reportable events. This medwatch report is related to mdrs: 2122870-2011-04016, 04017, 04019, 04020, 04021, 04022, 04023.